Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in right atrial (ra) capture threshold was observed. No further action is anticipated. The patient was stable with no adverse consequences.